Event description:
It was reported that the lead was capped due to lead fracture. The patient was in good condition after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.